Event description:
As reported, device exhibited with error message e433. The issue found during preparation for use. There is no patient involvement associated on this reported event. No user injury event.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time.investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The olympus service center found the front panel has cracks around the neutral port and chips along the right side and minor scratch on lcd screen and rear label. Recommend software upgrade from version 11-a to version 12-a. Unable to replicate the e433 error. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, even though the e411 error could not be replicated, device history states the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer , the following information were conveyed: customer stated that he does not have any other information about the event reported other than it was reported to him by the user that the error occurred upon powering up the device. He does not have any information about the procedure, the issue occurred during preparation. He stated they replaced the device with similar generator. No problem with the footswitch. Customer did not provide further details. Investigation is ongoing. This report will be supplemented accordingly following investigation.